Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced due to an unrelated issue while running a loaded set. A review of the event history log identified air in line however, it cannot be determined if the alarms are true or false. The cause was determined to be a failed processor print circuit board (pcb) and a failed ultrasonic sensor. The processor pcb and ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line. There was no patient involvement. No additional information is available.